Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the following likely led to the malfunction: we could not identify the foreign material from the provided information. We presumed from the provided information that foreign material remained in the area for the device to be returned to olympus without reprocessing at the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign object in the nozzle. There was no patient involvement.